Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported that the patient is referred for explant as their leads are coming out of the surgical site at the neck and are now exposed. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. It was later reported that the patient was explanted on (B)(6) 2025. It is unknown what device(s) were removed. Based on the context of the complaint it is assumed that the explant is in reference to the lead. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. The suspect product has not been received to date. No other relevant information has been received to date.